Event description:
The customer reported the system failed to hold a charge and thereby failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger was adjusted. The system was then found to be operating as intended.